Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: four needles were returned from 3 different lot numbers; 2 of them had a small black foreign matter on their IV shafts. A photo was also attached, showing one of the affected cannulas. DHR was performed. Conclusion: the most likely root cause for this type of defect is that the needle point has touched the inside of the IV shield and taken a small piece of plastic off, which has then become attached to the needle. See CAPA (B)(4) for complete records following the investigation.\

Event description:
It was reported that there was foreign matter on the bd vacutainer® precisionglide¿ sample needle. It is in the fluid path and is therefore reportable. However it was not used on a patient.